Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called in to report that her sensor was not working correctly. Customer stated that her sensor was giving incorrect readings causing the insulin pump to go into threshold suspend. Customer stated that her blood glucose was 117 mg/dl and the senor was telling her that she was only 45 mg/dl. Customer stated that the sensor cannula was bent when she removed the sensor. Troubleshooting was performed per specifications. Advised that the sensor will be replaced and she need to return the bad one.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.